Event description:
A rash under mass. Reporter states she has been using stomahesive without any problems occurring but started using durahesive and experienced a burning sensation under the wafer after 2 days of wear. She states she removed the appliance and the entire area under mass was red and burning in a uniform pattern where the durahesive touched. States she cleans skin with water then pats dry and applies wafer.

Manufacturer narrative:
Based on the available information, this event could lead to a serious injury if the issue were to recur. According to the reporter, she has discontinued use. Proper skin care was also discussed with the end user. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.